Manufacturer narrative:
This is an initial report.

Event description:
Microbial contamination within the architect system (architect i2000/ i2000sr processing modules and architect wash buffer) through generation of folate-like by-product (microbial folate) may cause architect folate calibration failures and shifts in architect folate results (quality control and pt results). A recall was issued and reported to the FDA on april 11, 2007. Abbott has not received any reports of adverse events related to this issue.